Event description:
Pt was scheduled for a CABG. The surgery proceded without difficulty or complications. While the pt was being transferred from the or bed to the ICU bed, severe hypotension was noted. At this time large amounts of blood was noted in the chest tubes. The pulse and bp became undetectable and acls was instituted. Pt was prepped and the incision was reopened. The source of bleeding was identified as one of the saphenous vein grafts. Two clips had came off of a side branch. The pt was resuscitated and placed on an iabp. Pt recovered without further complications and was discharged.